Event description:
Patient reports after the last mix the cadd line is leaking near the purple area. Unknown if it is the IV invision plus or filter area. No further information provided. No adverse events or missed doses reported. Unknown if product is available for return. Lot number and expiration date are unknown.